Event description:
It was reported that balloon rupture occurred. The 82% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 2.00mm x 20mm maverick 2 balloon catheter was advanced for pre-dilatation. However, during inflation at 5 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There was a longitudinal tear 16mm long starting at the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 82% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 2.00mm x 20mm maverick 2 balloon catheter was advanced for pre-dilatation. However, during inflation at 5 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported.